Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The operator performed a functional check and a visual inspection along with reviewing the event history log. Test executed resulting a flow rate of 31,06ml per hr. The device passed. The analyst was unable to confirm the customer problem, no problems were found with the device.

Event description:
Information was received indicating that during use of a smiths medical cadd solis vip pump, it was noted that the parenteral nutrition was not fully administered. Subsequently, the patient experienced fatigue and the pump was changed. No further adverse effects were reported.